Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient lead had impedances. The patient underwent lead a replacement procedure and was doing well post operatively. The explanted device will not be return.